Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported av remains unknown. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
The abbott incrowd physician survey on ep introducers and mapping catheters are conducted in accordance with abbott laboratories standard operating procedures and the following: background: abbott collaborated with an external company that conducts health professional surveys, incrowd, inc. Specifically, surveys were conducted to assess the safety and performance experience of abbott¿s introducers and mapping catheters. Electrophysiologists who have experience with the introducers or mapping catheters were sampled in february 2025. Methods: physicians answered questions about which of abbott¿s introducers or mapping catheters they used in the prior 30 days. Then, in reference to the introducer or mapping catheter they used most frequently, with a target of 1 survey per device per region, respondents answered questions on that introducer¿s or catheter¿s safety and performance. The study population included electrophysiologists or cardiac electrophysiologists from the UK, germany, italy, france, and spain who regularly used one or more of the devices in scope. The following complications occurred with the response: f11 av block. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.